Event description:
A change in therapy effect was reported. It was stated that patient had told the healthcare provider (hcp) for "a long time" that the pump wasn't working. Patient couldn't feel any difference and was in a lot of pain. Hcp had told the patient pump was supposed to be changed every 4-5 years. It was hurting a lot for about 3-4 months before (B)(6) 2013; per reporter when they put the new one he could tell right away it was working right. Drug in the pump was morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).